Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing in a stored ventricular episode. The physician considered reducing the sensitivity setting. Technical services (ts) reviewed the device data and determined that the undersensing was potentially due to this patient intrinsic big small arrhythmia pattern. Ts provided programming recommendations for this specific rhythm behavior. No adverse patient effects were reported. This ICD remains in service.